Event description:
On 3/3/94, a port was implanted in this pt at hosp. On 1/31/95, the pt underwent the removal of a 16cm-long catheter fragment that was lodged within the right atrium & right ventricle. The procedure was completed without complications. The remainder of the catheter is noted under the skin in the left subclavicular region.